Event description:
It has been reported that an ambulance was involved in an accident in which it was struck from the side by another vehicle causing the ambulance to roll over. It was reported that the cot retaining post cracked and came free allowing the cot which was patient loaded to land on a medic. Further information on patient and user injury were not provided at this time.

Manufacturer narrative:
Additional information has not been provided regarding this event.

Event description:
It has been reported that an ambulance was involved in an accident in which it was struck from the side by another vehicle causing the ambulance to roll over. It was reported that the cot retaining post cracked and came free allowing the cot which was patient loaded to land on a medic. Further information on patient and user injury were not provided.